Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and variable.

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the rv coil. The lead was disconnected and reconnected to the device but the impedance variation was not resolved. Several days later ventricular fibrillation (vf) induction was performed and all electrical measurements were in range. The lead was explanted and replaced. No patient complications have been reported as a result of this event.